Event description:
The dealer states the right frame broke at a weld down by the rear wheel. There are no more chrome frames, so we will be replacing both right and left side frames under warranty. The consumer is within the weight limit of 350#. No further information was provided by the dealer.

Manufacturer narrative:
The device was evaluated by the returns department which found that the metal was torn away from weld at bottom rear.

Event description:
The dealer states the right frame broke at a weld down by the rear wheel. There are no more chrome frames, so we will be replacing both right and left side frames under warranty. The consumer is within the weight limit of 350#.

Manufacturer narrative:
Should more pertinent information become available, a supplemental report will be filed